Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) pump. A surgical procedure was performed in which the existing device was removed and replaced with a new system. During the procedure no fluid was found in the reservoir. A leak in an unknown location was determined to have caused the device inflation issues. The patient did not experience any complications related to the device.

Manufacturer narrative:
H2, h3, h6, h10 updated. Product investigation completed. The pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The contamination was found inside pump. The pump was not functionally tested due to contamination. The cylinders were visually inspected and leak tested. Cylinder 1 has the leaks at corner of folds attributed to fatigue wear at fold; holes were present in proximal and distal cylinder body. Cylinder 1 was not pressure tested due to the leaks were identified. Cylinder 2 has the holes at corner of folds attributed to fatigue wear at fold in cylinder body; however, there was no damage to the inner tube resulting in the cylinder to pass the leak and pressure tests. The krt of both cylinders were worn to filament. Product analysis confirmed the reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) pump. A surgical procedure was performed in which the existing device was removed and replaced with a new system. During the procedure no fluid was found in the reservoir. A leak in an unknown location was determined to have caused the device inflation issues. The patient did not experience any complications related to the device.